Manufacturer narrative:
An investigation is currently underway, upon completion a follow up report will be submitted.

Event description:
It was reported to tyco healthcare/kendall on 3/22/07 that a customer allegedly had a product problem with the gatorguard sharps container. The customer alleges that a personal service provider received a needle stick while removing a full sharps container from the wall bracket in a patient's room. The sharps container slipped out of her hands, hit a chair, the lid of the container came off and a butterfly winged needle that fell out of the container pricked the employee's right knee.